Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had been experiencing high blood glucose levels. Customer's mother reported that there had been no delivery alarms and bent cannulas recently contributing to the high blood glucose levels. Caller also reported that there was recently a motor error alarm that was temporarily resolved. Blood glucose level at the time of the incident was over 400 mg/dl, which was treated with a manual injection. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, and a cracked reservoir tube lip.